Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states the difference has been large. The customer states their blood glucose level was 50mg/dl, and their sensor reading was 104mg/dl. The difference was found to not be within the acceptable range. The customer states they would treat the lows with soda. Troubleshoot for the sensor was conducted and communication with sensor was re-established.